Manufacturer narrative:
Patient information is not available for reporting. Date of event is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A review of the device history records has been requested and is currently pending completion. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, during spinal fusion surgery, the tip of (4) universal spinal system (uss) hook and screw holders got bent during screw manipulation. They screw on to the screw heads and the surgeon manipulated them for rod and cap insertion. As they were being handled, the surgeon noticed that some were bending. It is unknown if there was any surgical delay. Patient outcome was unknown. This complaint involves one (1) hook/screw holder with 4.0mmhex devices. This report is 2 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history record (DHR) review: part: 388.612; lot: 3568371; manufacturing site: haegendorf; release to warehouse date: 06.oct.2010. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Complaint condition: it was reported that the tip of four universal spinal system hook and screw holders got bent during screw manipulation. Investigation flow: damage: visual (appearance not as expected). The pin of the hook and screw holder was returned disassembled from the sleeve for one of the complaint devices from lot number 3568371 and the device from lot number 4523211. As there is no way to differentiate which pin goes with which lot, both pins will be investigated within (B)(4). Visual inspection: the complaint device was received in a disassembled state, consisting of the sleeve (etched with the part number 388.612 and lot number 3568371) and two pins (neither etched with a lot number). Moderate surface wear and scratches were observed on the sleeve. In addition, the surface finish on the sleeve was noted to be worn through in several places. Minor scratches and surface wear were observed on the body of pin #1. The diamond knurling at the proximal end of the device was noted to be fairly coarse compared to the diamond knurling on the other pins returned on the complaint. The tip of the pin was noted to be bent at the distal end, distal to the neck-down region but proximal to the threads. Moderate surface wear and scratches were observed on the body and diamond knurling of pin #2. At the distal end of the device, proximal to the threads, a moderate-sized patch of surface finish was completely worn through, causing corrosion of the metal. The tip of the pin was bent at the distal end, distal to the neck-down region but proximal to the threads. The received condition agrees with the complaint condition; therefore, the complaint is confirmed. Document/specification review: the relevant design documents were reviewed as part of this investigation. The changes made between the manufactured revision for the top-level device the current revision are related to the etch content and changes to the sub-components. Thus, the changes to the top-level drawing are not relevant to the complaint condition. The change between the manufactured revision for one of the pins the current revision is related to the depth of the hex feature at the proximal end of the device and is thus unrelated to the complaint condition. Between, a bead blasting processing step was added to the knurling; the outer diameter (od) specification of the knurling was changed from ¿after knurl¿ to ¿after electropolish'; the standard sheet tolerances were changed from medium to coarse and a specific tolerance was called out on the length from the distal tip of the device to the start of the knurling to account for the change in sheet tolerance. The only change between rev. E and rev. F that is relevant to the complaint condition is the change in sheet tolerance from ¿medium¿ to ¿coarse.¿ this change caused the tolerance of the od of the bent region to change from ± 0.1 mm to ± 0.2 mm. A wider tolerance could potentially lead to a smaller (and thus weaker) diameter in the bent region. This will be evaluated via a dimensional inspection. The changes between rev. F and the current revision are related to the removal of inspection bubbles and a note stating that the reference dimensions of the threaded region are prior to thread forming. These changes are not relevant to the complaint condition. Dimensional inspection: the dimension relevant to the complaint condition is the outer diameter (od) of the pin at the location of the bend. Per current revision of design document, the od of the pin distal to the neck-down region but proximal to the threads is 2 mm ± 0.1 mm. Per rev. F, the od of the pin distal to the neck-down region but proximal to the threads is 2 mm ± 0.2 mm. When the od of pin# 1 was measured at the location of the bend, it was found to be 1.98 mm (ca592, calibrated 16-oct-2018, calibration due 30-apr-2019). When the od of pin# 2 was measured at the location of the bend, it was found to be 1.96 mm (ca592). Although it is unknown which pin was made to which revision of the document, both measurements at us cq are within the design specification with the tighter tolerance. Conclusion: a visual inspection, document/specification review and dimensional inspection were performed as part of this investigation. The distal end of the two pins were observed to be bent, confirming the complaint condition. While a definitive root cause could not be established, it is possible that the devices experienced unintended off-axis forces (e.g. Bending) over their 8+ years of use in the field. No product design or manufacturing defects were identified. Based upon these results, no corrective and/or preventative action is proposed. UDI was updated to correct the formatting of the same reported in initial medwatch. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The procedure occurred on (B)(6) 2018. Concomitant devices: screw (part: unknown, lot: unknown, quantity: unknown), rod (part: unknown, lot: unknown, quantity: unknown), cap (part: unknown, lot: unknown, quantity: unknown).